Event description:
It was reported that during the attempted implant procedure, the physician was unable to insert the stylet completely inside the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. The distal conductor had blood/body fluid obstruction and had blood/body fluid (not obstructed). Visual analysis noted the lead was damaged at implant.